Event description:
It was reported that during priming with bd q-syte¿ needle-free connector leakage occurred. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage from the device upon priming with saline.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: it was reported there was leakage. To aid in the investigation, one unsealed q-syte closed luer access port and five photos were received for evaluation by our quality team. The device was flushed, and leakage was observed on the q-syte. The unit was then analyzed microscopically, and a column tear was discovered that caused the leakage. This defect could occur during manufacturing due to burred tooling, poor blade quality, misalignment of the parts or probe or from a sharp edge from adhesive buildup. Leakage can also be caused from adhesive wicking down the column. Slit quality, column tear checks and controlled functional leak tests are performed of the full assembly to mitigate the risk from a torn septum. During use, leakage can occur from excessive actuations, actuations at the wrong angle or extraneous force. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation, the defect of leakage was confirmed. However, a root cause could not be determined.